Manufacturer narrative:
The DHR has been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft and the delivery system have been returned for evaluation and the investigation is currently underway.

Event description:
It was reported that a tracheobronchial stent graft, intended to treat a pseudoaneurysm within a tight av loop graft in the patient's upper arm, would not deploy. Reportedly, several attempts were made to deploy the stent graft, but all were unsuccessful. Upon removal of the entire system, approximately 1/2 cm of the stent graft extended outside the end of the delivery system. Another stent graft was successfully implanted. There was no reported patient injury.